Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not getting correct amount of insulin resulting in higher than normal blood glucose. Customer¿s blood glucose level was unknown. Customer stated that the plunger did not appear to be pushing against reservoir properly. The insulin pump and reservoir will not be returned for analysis.